Manufacturer narrative:
(B)(6).

Event description:
The service technician reported occurrence of "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110b). The service technician reported that the unit was not in use on patient. The issue was discovered during the device preventive maintenance. The service technician was able to verify the reported problem. The service technician replaced the solenoid valves #3 and #4 and the issue was resolved. Unit was checked overall, cleaned, run in and functionally tested. The software version was upgraded from 2.10 to 2.30.